Event description:
It was reported that the customer had programmed/initiated an extended bolus. The customer's blood glucose level was getting too low (84 mg/dl); therefore, the customer stopped basal delivery as well. Customer's blood glucose level began to rise and customer re-established basal delivery.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.